Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used during a spinal procedure. It was reported that there were dark lines at the top and bottom of the 2d images. The lines remained as they moved up and down that patient anatomy. The 3d spin was also affected. There was no patient harm and a delay of less than one hour.